Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine the root cause, the technician observed extensive damage to the on/off gasket not consistent with normal wear and tear. The buttons on the device should not be pressed with objects, and only pressed with fingers. The on/off gasket was replaced and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.